Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) channel during isometrics. There was no oversensing noted. As a result, this rv lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.